Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead moved and will be checked via x-ray. The health care professional (hcp) stated that the system was functioning fine. Additional information indicates that the lead exhibited high pacing threshold measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.